Event description:
Name of procedure being performed: ni. Detailed description of event: [name] hospital. This is a complaint from the market. Administrative no. (B)(4). Please refer to the complaint sheet for investigation. Report from the sales rep the sharpness of cb030 was not good compared to other products during the procedure. The case was completed with the new one. Initial investigation report: the event unit was returned to us and visually inspected. There was no damage on the tip of the blade. There was tissue adhering to the blade. (Pic.1) the units will be returned to amr for further evaluation. Admin# (B)(4). Products available for return: 1 package, 1 scissors, patient status: no patient injury. Type of intervention: the case was completed with the new one.

Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed that the returned unit was unable to cut consistently across the entire length of the blade. Engineering observed a small gap between the tips of the blades. Based on the condition of the event unit and description of the event, the scissors were unable to cut due to the gap that were observed between the tips of the blades on the returned unit. However, the exact root cause of the gap could not be determined based on the evaluation of the returned unit. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.

Event description:
Name of procedure being performed: ni. Detailed description of event: [name] hospital. This is a complaint from the market. Administrative no. (B)(4). Report from the sales rep: the sharpness of cb030 was not good compared to other products during the procedure. The case was completed with the new one. Initial investigation report: the event unit was returned to us and visually inspected. There was no damage on the tip of the blade. There was tissue adhering to the blade. (Pic.1) the units will be returned to amr for further evaluation. Admin# (B)(4). Products available for return: 1 package, 1 scissors. Patient status: no patient injury. Type of intervention: the case was completed with the new one.